Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure device was embedded in the left fallopian tube distally'), device breakage ('the remainder of the titanium device was removed with the grasper hystsroscopically') and device expulsion ('device being partially expelled into the cervical os/protruding into the endocervical canal.') In an adult female patient who had essure (batch no. 803743-inv) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "the device was cut out just beyond its insertion point so that perhaps a couple of millimeter ware protruding into the cornual region of the uterus/a gentle tug on the device only removed portions of the spring". The patient's medical history included painful intercourse and amenorrhea. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), complication of device insertion ("mechanical complication with genitourinary device/the device would not completely advance into the tube/the distal end was stuck in the tubal ostia and the proximal end protruded from the cervical os") and complication of device removal ("hysteroscopic partial removal of left essure device/a gentle tug on the device only removed portions of the spring"). The patient was treated with surgery (hysteroscopic partial removal of left essure device and hysteroscopic partial removal of left essure device, d&c with laproscopic guidance). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, device breakage, device expulsion, complication of device insertion and complication of device removal outcome was unknown. The reporter considered complication of device insertion, complication of device removal, device breakage, device expulsion and embedded device to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Lot number 803743- not valid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: mechanical complication with genitourinary device, device being partially expelled into the cervical os, essure device was embedded in the left fallopian tube distally. Most recent follow-up information incorporated above includes: on 13-jul-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure device was embedded in the left fallopian tube distally'), device breakage ('the remainder of the titanium device was removed with the grasper hysteroscopically') and device expulsion ('device being partially expelled into the cervical os/protruding into the endocervical canal.') In an adult female patient who had essure (batch no. 803743) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "the device was cut out just beyond its insertion point so that perhaps a couple of millimeter ware protruding into the cornual region of the uterus/a gentle tug on the device only removed portions of the spring". The patient's medical history included painful intercourse and amenorrhea. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), complication of device insertion ("mechanical complication with genitourinary device/the device would not completely advance into the tube/the distal end was stuck in the tubal ostia and the proximal end protruded from the cervical os") and complication of device removal ("hysteroscopic partial removal of left essure device/a gentle tug on the device only removed portions of the spring"). The patient was treated with surgery (hysteroscopic partial removal of left essure device and hysteroscopic partial removal of left essure device, d&c with laproscopic guidance). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, device breakage, device expulsion, complication of device insertion and complication of device removal outcome was unknown. The reporter considered complication of device insertion, complication of device removal, device breakage, device expulsion and embedded device to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Lot number 803743. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: mechanical complication with genitourinary device, device being partially expelled into the cervical os, essure device was embedded in the left fallopian tube distally. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure device was embedded in the left fallopian tube distally'), device breakage ('the remainder of the titanium device was removed with the grasper hystsroscopically') and device expulsion ('device being partially expelled into the cervical os/protruding into the endocervical canal.') In an adult female patient who had essure (batch no. 803743-not valid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "the device was cut out just beyond its insertion point so that perhaps a couple of millimeter ware protruding into the cornual region of the uterus/a gentle tug on the device only removed portions of the spring". The patient's medical history included painful intercourse and amenorrhea. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), complication of device insertion ("mechanical complication with genitourinary device/the device would not completely advance into the tube/the distal end was stuck in the tubal ostia and the proximal end protruded from the cervical os") and complication of device removal ("hysteroscopic partial removal of left essure device/a gentle tug on the device only removed portions of the spring"). The patient was treated with surgery (hysteroscopic partial removal of left essure device and hysteroscopic partial removal of left essure device, d&c with laproscopic guidance). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, device breakage, device expulsion, complication of device insertion and complication of device removal outcome was unknown. The reporter considered complication of device insertion, complication of device removal, device breakage, device expulsion and embedded device to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Lot number 803743- not valid concerning the injuries reported in this case, the following ones were described in patient¿s medical records: mechanical complication with genitourinary device, device being partially expelled into the cervical os, essure device was embedded in the left fallopian tube distally. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jul-2021: quality safety evaluation of ptc. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.